Event description:
In 2009, the patient reported she has experienced elevated blood glucose readings. She stated that at the same time she began to notice it would take her insulin infusion device about 3-4 units more of insulin to fill her infusion set tubing during priming. She stated she believes the device piston rod is not properly working. She said that last night her reading was around 200 mg/dl at 4:52pm so she bolused 7 units of insulin. At 7:02pm her reading was 163 mg/dl and she delivered a 5 unit bolus. At 9:47pm her blood glucose was 119 mg/dl. The patient was advised to switch all the same accessories to her backup infusion device for troubleshooting purposes. On follow up three days later, the patient stated she switched to her backup device using the same accessories and her highest blood glucose reading was 161 mg/dl with her fasting readings being in the 90's mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.